Event description:
It was reported that the iui connectors were observed with rib wear on the pca. One (1) out of eight (8) pca devices had white contaminant on both left and right iui connectors. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Correction: initial reporter first name, initial reporter last name, initial reporter phone #, initial reporter e-mail. Additional information : imdrf annex a and g codes.

Event description:
It was reported that the iui connectors were observed with rib wear on the pca. One (1) out of eight (8) pca devices had white contaminant on both left and right iui connectors. There was no patient involvement.